Event description:
IV of 045 sodium chloride with 100 meq of sodium bicarb was to run at 50 ml/hr on a b. Braun outlook 200es infusion pump. IV was hung a4 1140 am it should have run for 22 hrs. It was completed by 2300 hrs. The pump was set for 50ml/hr. The amount infused was reading 1138 and the amount infused was reading 61ml. The bag was totally dry when the pump alarmed. The bag volume stated there was 1199ml total volume with the 100ml bicarb added to the bag vol to infuse should have been only 1100ml.